Manufacturer narrative:
Batch review performed on 18-aug-2023. Lot 183745: (B)(4) items manufactured and released on 26-sep-2018. Expiration date: 2023-09-10. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 4 years and 5 months after primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised successfully the medacta head and stem with competitor components and revised the medacta liner with a medacta liner.